Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they experienced shocking. The patient stated that their stimulator doesn't work, goes crazy, and malfunctioned. Patient turned the device off. The patient reported there were no falls/trauma. Patient inquired about removing stimulator. Patient services recommended following up with hcp, patient reported not having a managing hcp. Patient services sent hcp listings.